Manufacturer narrative:
Fiber analysis: the fiber cap region was found to be burnt and melted. The fiber cap remains intact and attached and exhibits a drilled through condition and detritus, devitrification and burnt adhesive at the glue zone. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed 40,500 joules of use; the fiber was replaced and the procedure completed using a second fiber. Pt outcome: "ok".